Event description:
A tandem mobi cartridge alarm was reported by the caller, and the issue occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to remove the cartridge and deliver a 9-unit bolus, and it was noted that insulin onboard would be affected. Furthermore, the customer returned the old pump via ups.